Event description:
During a gastric bypass procedure, the staples did not form propelry. The surgeon applied suture to complete the procedure without pt injury.

Manufacturer narrative:
The component responsible for pushing the staples forward was assembled improperly which resulted in the reported condition.